Event description:
The complaint is reported as: the unit shuts off during use and cannot be turned back on until the next day. No patient injury reported.

Manufacturer narrative:
A device history record (DHR) review was performed for the serial number reported ((B)(4)) and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation, therefore, the complaint could not be confirmed. Manufacturer will continue to monitor and trend related complaints.